Event description:
My tandem t slim x2 insulin pump cartridge "o" ring was left, stuck, on the pump after removing the cartridge. This blocked the installation of a new cartridge and therefore preventing the continued use of insulin therapy. The tiny "o" ring is black or clear, very hard to see, its tiny, and should never dislodge from a cartridge. (In my opinion) glucose over normal range. Please have tandem alert all t slim x2 users and redesign the cartridge with a better "o" ring design that prevents the "o"ring from remaining on the pump during cartridge changes.